Event description:
On (B)(6) 2010 the lay user/patient's daughter contacted lifescan (lfs) alleging a calcode issue with the patient's onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on (B)(6) 2010 at an unspecified time. The daughter informed the cca that the patient manages her diabetes with oral medications (metformin 850mg) and diet/exercise. Despite the alleged issue, the daughter claimed that the patient continued to take her usual dose of oral medication at 7:30 am that morning. The daughter stated the patient became shaky 30 minutes after the start of the alleged issue. In spite of the alleged symptom, the daughter stated that the patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to resolve the alleged issue. The cca noted after it was coded correctly to 25, the subject meter would not stay on the correct code. The code reverts to code 1. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.